Event description:
A malfunction alarm was reported by the customer, identified by code malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received instructions from technical support on resetting the pump, and after the reset, the malfunction code did not recur. The customer understood the instructions and was informed to contact technical support if the issue reoccurred.